Manufacturer narrative:
One gold-tite® hexed uniscrew (unihg) was returned for investigation. Visual evaluation of the as returned product identified that the hex of the device was stripped/rounded. Per complaint description, the screw had loosened three times ¿ it was retightened twice and removed the third time. This investigation addresses the first loosening event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The device had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (unihg) was performed for similar events and no complaint about nonconforming products was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur; however, the reported event could not be verified as the exact details of event are unknown/nonverifiable. Based on the investigation, risk review and IFU, the most likely cause is parafunctional habits of the patient; in addition, screw is a single use device and retightening is considered off label use.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's age not provided. Patient's sex not provided. Patient's weight not provided. Catalog number and lot number not provided. Distributor contact unknown. Device not returned.

Event description:
It was reported that the abutment screw loosened and was removed and replaced after the third loosening. No injury or delay indicated. No tooth number provided.